Manufacturer narrative:
(B)(4). This is a combined initial/final report and is being submitted to relay information. Report source, foreign - event occurred in (B)(6). The product will not be returned to zimmer biomet for an investigation as the product location is unknown. Medical product: unknown oxford femoral component, catalog #: unknown, lot #:unknown. Medical product: unknown oxford bearing component, catalog #: unknown, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2022-00190. Complaint summary: product has not been returned for evaluation. The item and lot number have not been provided. X-rays or medical notes have not been provided. Historical search could not be performed as the item and lot number have not been provided. This device is used for treatment. Not enough information has been provided to determine if all implants are compatible. A DHR review or a review of recalls could not be performed as the item and lot number have not been provided. The likely condition of the device when it left zimmer biomet could not be determined as the item and lot number has not been provided. The root cause of the reported event can not be determined with the information provided.

Event description:
Title: the effect of age on the outcomes of cementless mobile bearing unicompartmental knee replacements. Authors: hasan raza mohammad · stephen mellon · andrew judge · christopher dodd. David murray. Published on 12 february 2021. On 08 sep 2021, a journal article was retrieved by our clinical team that reported a study from UK which looked at the effect of age on the outcomes of cementless mobile bearing unicompartmental knee replacements. This study analysed the effect of age at surgery on the mid to long term clinical outcomes of 1000 cementless ukr. Patients were categorised into four age groups (< 55, 55 to < 65, 65 to < 75 and = 75 years). Implant survival was assessed using endpoints reoperation, revision and major revision requiring revision knee replacement components. Functional outcomes were assessed. The study reports revision procedure due to pain.